Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified radiacephalic artery a 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon burst upon first inflation at 8atm. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.